Event description:
A malfunction alarm, identified as malf 3, was reported on the customer's pump. The impact on the customer¿s blood glucose level was unknown as the customer declined to answer if it exceeded 500 mg/dl. The customer planned to use multiple daily injections (mdi) as a backup therapy while technical support arranged for a replacement pump and confirmed the shipping address. The customer was also instructed to put the pump into storage mode before returning it within 10 days using a pre-paid label, which they understood and acknowledged.